Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
(B)(4). ¿ the dentist reported that 7 months after dental implant was installed in intraoral region 31#, its loss of osseointegration was observed. In addition, 50ncm of primary stability was achieved and the patient presented bone type ii.